Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator in which the touch screen would not calibrate. The manufacturer's field service engineer (fse) confirmed the reported problem. The unit was not in use on a patient, and there was no patient or user harm. The fse replaced the touch screen assembly and the user interface printed circuit board assembly to address and correct this reported event.